Event description:
It was reported that a triple lumen central venous catheter (cvc) was placed in a patient. Upon attempting to flush the catheter. Following placement, leakage was observed from one of the extension lumens near the luer hub. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as stable. No additional medical intervention was required beyond removal of the affected device, and the procedure was completed successfully after replacement with another device.

Manufacturer narrative:
(B)(4)